Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. After resetting the pump, it was reported that the wake button was stuck. Additionally, it was reported that multiple cartridge alarms (alarm 30) occurred with multiple cartridges during the load process. Customer's blood glucose level was 168 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.